Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the coronary artery. A guidezilla guide extension catheter was used to help treat the lesion. During advancing and retracting of the guidezilla guide extension catheter, the physician noticed that the collar section was about to detach upon pulling the guidezilla guide extension catheter from the guide catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.